Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valve were observed through the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test:the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test:to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is not operating within the acceptable tolerance in either position. Internal I nspection: after dismantling of the valve, deposits were found in m.blue. Results:based on our investigation results, we can determine an accelerated outflow in the valve at the time of the investigation. The deposits could be named as the cause of the malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (#fx801t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage and showed signs of occlusion. The patient underwent a revision procedure.the complainant device was returned to the manufacturer for evaluation.no patient complications were reported as a result of the revision procedure.age: 6 month. Height: 50 cm.. Weight: 5 kg. Gender: unknown.